Manufacturer narrative:
A philips remote service engineer (rse) spoke with biomed, reviewed the clinical audit trail to verify that yellow heart rate alarms were generated and acknowledged in a timely manner at the cmu, identified differences in alarm latching and reminder settings between the cmu and ftt4sw that could explain alarms appearing without sound on ftt4sw, advised biomed via email of these findings, and confirmed that biomed updated ftt4sw alarm latching to include red and yellow alarms and that staff were satisfied with the explanation and agreed the case could be closed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that yellow alarms for high heart rate was not audible. The device was in use on a patient at time of event, there was no adverse event reported.